Event description:
The customer's wife reported via phone call that the customer passed away on (B)(6) 2015. The official cause of death was unknown. It was unknown if the customer was wearing the insulin pump at the time of their passing. The caller did not provide any further details regarding the customer's death. The caller will be returning the insulin pump for donation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.